Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system on an unknown date. Sometime following implantation, the patient returned to the physician complaining of pain, and a piece of mesh could be seen coming from her vagina (specifics unknown). Reportedly, medical intervention is required; however, the type of intervention and whether it has been performed are unknown. The patient is reportedly over 18 years of age. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.